Event description:
It has been reported to us that while the physician was withdrawing the guide wire from the pt the tip of the guidewire became wedged/jammed in the stent and started to unravel inside the pt and remains inside the vessel. The physician inserted the guide wire into the pt. The physician performed intervention on the pt. The physician attempted to remove the guide wire from the pt and the tip of the guide wire became wedged/jammed in the placed stent. The guide wire became unraveled. The tip of the guidewire became detached and remained inside the pt's vessel.